Manufacturer narrative:
D9: ni. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. A faulty downstream occlusion (dso) sensor was identified. The dso sensor was replaced to address this issue.

Event description:
It was reported that the device failed to detect the cassette. There was unknown patient involvement. No adverse event was reported. Evaluation of the returned device identified a faulty downstream occlusion sensor.